Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After screw implantation the screwdriver could not be disconnected from the screw head. Screw had to be explanted to be able to disconnect with lots of effort. It seems that the hex cut of the screwdriver does not perfectly match the screw head although/or even because it's a new one. No affect to patient.

Manufacturer narrative:
Conclusion and justification status for MDR: the reported incident could not be confirmed as no product was returned for investigation. Additional complaints have been received for stripped drivers, fractured hex drivers, and for the hex drivers cold welding to the screws. Originally, data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. (B)(4) was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving the device. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Conclusion and justification status: the customer reports after screw implantation the screwdriver could not be disconnected from the screw head. Screw had to be explanted to be able to disconnect with lots of effort. It seems that the hex cut of the screwdriver does not perfectly match the screw head although/or even because it¿s a new one. The reported incident could not be confirmed as no products were returned for investigation. However, multiple complaints have been received for stripped drivers, fractured hex drivers, and for the hex drivers cold welding to the screws. Originally, data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. Pra (B)(4) was conducted in (B)(6) 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on codes (B)(4). The investigation could not draw any conclusions about the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. ***addendum added (B)(6) 2016 *** the complaint was reopened as the products were returned. Upon inspection the failure mode was confirmed as reported. The returned product was assessed by bioengineering and a report was received stating whilst the complaint may be justified, the failure mode has been investigated and reviewed previously with no further actions recommended. No clear design or manufacturing issues were identified the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.